Manufacturer narrative:
The investigation determined that the incorrect assays were associated with a patient sample when using the vitros 5600 integrated system the assignable cause of the event was determined to be user error. The customer reused a sample identification number without ensuring that the previous program associated with this sid was processed to completion or deleted prior to reuse. Information contained in the ¿sample ID reuse¿ section of the vitros 5600 system reference guide describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. The analyzer was operating as intended.

Event description:
A customer identified a patient sample result which was miss associated with the incorrect patient test when run on a vitros 5600 integrated system. Vitros 5600 integrated system, s/n (B)(4). Patient results could have been associated with the wrong patient and miss reported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the miss-association with the incorrect test results after the affected results were reported from the laboratory. However, the physician questioned the results and there was no allegation of actual patient harm as a result of this event. (B)(4).